Event description:
Reportedly, the subject lead had sensing issues and considered some artifacts as ventricular fibrillation. As a result the patient received inappropriate shock therapies, and the defibrillator therapies were inhibited.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.